Manufacturer narrative:
On 6/25/2019, the product investigation was completed. Device investigation summary: during analysis of the sample it was noted two (2) tears in the anterior view, measuring approximately the both tears less than 0.1 cm. Microscopic examination of the edges of the both tears revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered bilateral ptosis and bilateral capsular contracture (baker grade unknown) post-operatively. As a result, the patient underwent bilateral open capsulotomy and mastopexy on (B)(6) 2019. The surgeon also indicated that while closing the capsule, after trying to reuse it, he punctured the right implant. As a result, the patient underwent unilateral removal and replacement on the right side with a new 325cc mentor memorygel breast implant. This medwatch form is for the right breast prosthesis.